Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to clogging of the nozzle, no air or water was fed. The nozzle had foreign objects. Due to wear of angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a crack and a white-clouded area. The grip was shaved. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow issues from the air/water flow system. The event occurred during preparation for use in a diagnostic procedure. The procedure was completed by replacing the scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.